Event description:
A review of the product performance information indicated an out of specification impedance finding on the right ventricular lead. The lead remains in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with two patient alerts for rv pace lead z on (B)(6) 2010. The weekly pace impedance log data show various spike increases for maximum ventricular pace equal to 928 to 1024 ohms peak between (B)(6) 2010 and (B)(6) 2011.